Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The end user has reported that: variax2 foot plate turns out be broken at screw-plate interface during material removal.

Manufacturer narrative:
Corrections of the primary device, d1, d2a, d2b, d4 catalog, lot & gtin number, h4, h6 method code. The reported event could be confirmed, only based on the x-rays received. The x-rays showed that one of the screws is broken at its lower part. Even though the x-rays were returned, a root-cause could not be established as the operative reports are needed to understand the surgeon's choice for a long screw at this position. Therefore, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The end user has reported that: variax2 foot plate turns out be broken at screw-plate interface during material removal. Additional information: from the provided x-ray, we can actually see a broken screw. The plate looks intact, and the event is most likely related to this screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The end user has reported that: variax2 foot plate turns out be broken at screw-plate interface during material removal.